Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "thigh pain in primary total hip arthroplasty" written by carlos lavernia, md, michele d'apuzzo, md, victor hernandez, md, and david lee, phd published by the journal of arthroplasty vol. 19 no. 7 suppl. 2 2004 was reviewed. The article's purpose to assess the effects of material composition in the development of thigh pain after primary cementless total hip arthroplasty in a tapered stem series. Data was compiled from 241 patients who received depuy tha products between november 1997 and june 2001. All components were press-fitted and cups had supplemental fixation screws with poly liners. All stems were trilock stems that were cobalt-chrome-molybdenum prior to 2000 and titanium-aluminum-vanadium in year 2000 and after. Patients age range 18-93 and were followed for a minimum of 2 years. Depuy products utilized: trilock stems, femoral head, poly liner, pressfit cup, cup fixation screws. Adverse events: infection (treated with revision), periprosthetic femur fracture (treatment not clarified), thigh pain (treatment not clarified), stems in valgus or varus positions (treatment not clarified), pedestal formations in femur(treatment not clarified). The article does not provide adequate information to determine accurate quantities.

Manufacturer narrative:
(B)(4) to capture medical device removal.